Event description:
Pt admitted for elective laparoscopic bilateral salpingoopherectomy. Laparoscopic bso performed as planned. While in recovery room, pt went into hypovolemic shock. Stat blood drawn for type and cross and hct: 18.8 & hgb 6.6. Pt's surgeon notified and general surgeon consulted. After examining pt, she was brought back to the operating room for exploratory laparoscopy. Active bleeding was noted and md tried to identify site. Being unable to locate bleeding site, a exploratory laparotomy was performed, and a mesenteric laceration was discovered and repaired. Laceration appeared to be a trocar injury caused during first procedure. Three units of blood transfused intraoperatively. Pt brought back to recovery room and later transferred to hosp for inpatient stay. During follow-up phone call, it was noted that pt had to have a ureteral stent placed in the right ureter on 11/26/95 noted perforation of right ureter.